Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken cable. No fragments fell into the patient. The procedure was completing as planned with no reported injury.